Event description:
Terumo medical corporation received the following reported information: the tr band was placed following terumo IFU and facility guidelines post radial artery access, heart catheterization. The amount of ml's of air was injected into the tr band when it was applied were unknown. After inflation it was noticed that the tr band was deflating spontaneously, therefore the band was removed. The patient developed a large hematoma proximal to the band. The estimated blood loss was less than 250 cc. The band was placed into a cup of saline after being removed and it seemed to be leaking from the balloon site. There was no damage that was noticed/noted. The patient was stable. The hematoma was "sizeable" per the complainant; however, an exact size was not provided.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.